Event description:
In this event it is report that a m2 niti taper .06 sterile wp16 broke during use. The broken part could not be retrieved and was incorporated into the filling.

Manufacturer narrative:
As a result of this malfunction, the potential for surgical intervention exists to preclude permanent damage to a body structure or permanent impairment of a body function as evidenced by previous reported events with similar files. This event, therefore, is reportable per 21 cfr part 803. The device was not returned for evaluation. However, the lot number was provided and retained-product testing and/or DHR review are planned. The results will be submitted as they become available.

Manufacturer narrative:
Involved product that broke during use was not returned and cannot be analyzed. Moreover, no unused file is available for evaluation. The batch number is unknown, DHR cannot be reviewed. Root causes are not identified. We will track this kind of event and monitor the trend. Potential root causes may be incorrect technique, overuse, excessive wear, or material issue (no analysis of the broken fragments possible). For information, this product is manufactured by maillefer for vdw, it's up to vdw to make sure that the product has been used in compliance with dfu. Root causes are not identified. All complaints are monitored through the monthly product surveillance committee and a corrective action could be determined by the committee.